Event description:
The lead was reported as defective. No other information provided. Additional information has been requested from the healthcare professional, but was not available at the time of this report.

Manufacturer narrative:
(B) (4)